Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available. The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. Technical services reviewed the printouts that were submitted. It was noted there was a gradual increase in the pacing impedance measurements over the years, from 2017 to 2019, with measurements increasing from 450-760 ohms to 1500-2500 ohms. It was noted the pacing threshold measurements had increased between 2016-2017, but remained stable since then. Only one partial episode printout was made available, but there were many episodes stored by the device. Technical services discussed reviewing the episodes to see if there was any noise present, and to perform patient maneuvers and manipulation of the device to see if any noise could be produced. Also, an x-ray was suggested, to evaluate if the lead terminal pin was fully inserted into the device header. The field representative confirmed that at this follow-up, no device data was stored and no troubleshooting was performed. It was planned that the field representative would attend the patient's next follow-up. No adverse patient effects were reported. Additional information was received. The field representative attended the next device check for this patient. Patient movements/maneuvers and device manipulation were performed in an attempt to create noise but no noise was produced. The pacing impedance measurements remained greater than 2,500 ohms. R-wave sensing and pacing threshold values were within an acceptable range. As other lead diagnostics were good, the physician agreed with technical services recommendation to continue monitoring the device and lead. No changes were planned at this time.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. Technical services reviewed the printouts that were submitted. It was noted there was a gradual increase in the pacing impedance measurements over the years, from 2017 to 2019, with measurements increasing from 450-760 ohms to 1500-2500 ohms. It was noted the pacing threshold measurements had increased between 2016-2017, but remained stable since then. Only one partial episode printout was made available, but there were many episodes stored by the device. Technical services discussed reviewing the episodes to see if there was any noise present, and to perform patient maneuvers and manipulation of the device to see if any noise could be produced. Also, an x-ray was suggested, to evaluate if the lead terminal pin was fully inserted into the device header. The field representative confirmed that at this follow-up, no device data was stored and no troubleshooting was performed. It was planned that the field representative would attend the patient's next follow-up. No adverse patient effects were reported.